Event description:
Customer reported that glucose and lactate sensors swapped on the instrument and system calibrated. Customer indicated that 16 patient samples were run during that time. There was no report of injury due to this event.

Manufacturer narrative:
Customer indicated that there were no adverse patient outcomes due to changes in treatment or actions made based on the incorrect glucose or lactate results. Customer also mentioned that one of the patients died at a later time, but this happened in a different ward and they didn't think it was related to the incorrect glucose result. Based on further communication with customer, they confirmed that the death of the patient was not related to the results reported when the sensors were installed in the incorrect positions by the customer. There was no report of injury to any patient due to this event. The event has occurred due to an operator error.

Manufacturer narrative:
The rapidlab 1200 operator's guide instructs the user to run two levels of quality control after completing sample pathway deproteinizing maintenance. If the quality control was run, the control would have failed and disabled both the glucose and lactate parameters and operator attention would have been needed prior to running samples. The event has occurred due to an operator error. The instrument is performing as intended.